Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a severely bent grip tip. There was a 1.40 mm offset at the tips. As a result of the bending, the molded insulator has become dislodged. There is a partial separation (air gap) between the grip base and the insulator due to bent grip tips. Due to the failure, the grip tang has become dislodged from its normal position. No missing pieces. Components adjacent to the dislodged molded insulator do not show damage. Additionally, the instrument was found to have damaged conductor wire insulation at the grip tang. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument failed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar had a tip misalignment during closure of the instrument. The procedure was completed with no reported injury.